Manufacturer narrative:
Records indicate this lead remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited a high out of range shock impedance measurement of 127 ohms. Technical services discussed the lead was single coil and can exhibit a higher impedance measurement. At this time, continued monitoring was discussed. No adverse patient effects were reported.